Manufacturer narrative:
(B)(4). The caregiver(cg) was contacted on (B)(6) 2011. The cg stated this was an isolated event and was caused by placing the solution bag too close to the edge of the table which caused it to fall off. The cg stated that after starting over with new supplies no further issues were found. The cg stated that they have already disposed of the supplies and no further information is available at this time. The cg also stated no companion samples were available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h11a02019, h11a26125, h11b23070). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of bag fell and touched the floor and peritonitis with (B)(6) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis. The consumer stated that a bag of solution fell and touched the floor. Treatment was not reported and the patient was recovering. Pd therapy was ongoing. The patient's pd nurse refused to answer any questions regarding the events except that the peritonitis was not related to pd therapy. The consumer did not provide an opinion for the event of bag fell and touched the floor.